Manufacturer narrative:
Covidien reference number: (B)(4). Root cause identified as workmanship issues during battery pack assembly, coupled with shock and vibration during transit. Process improvements and additional production controls were implemented at the battery pack manufacturer.

Event description:
Medtronic received a report that while unpacking and testing of the unit, the unit was powered on and the display "flickered quickly". The unit was powered down by the biomed and returned to medtronic for analysis. Upon analysis of the returned device (and battery), the battery was observed to be thermally damaged.